Event description:
The customer stated that her meter had been reading erratically. She tested her blood glucose and received readings of 329 mg/dl "lo", and 53 mg/dl within 10 minutes. The differences between the readings falls in the "d" and "e" zones of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.